Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forget to fill the tubing when performing the load process. Customer's blood glucose was 177 mg/dl. Reportedly, customer successfully completed the load fill tubing process and resumed insulin therapy.